Manufacturer narrative:
Device analysis: visual analysis of the returned device identified the following: one opening curved on the anterior and one opening linear on radius. Leak test and microscopic analysis were performed, which identified the following: one opening striated on the anterior and one opening striated on radius. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Healthcare professional reported right side "device breakage," "hematoma," and "serum components." Hematoma puncture" was reported. The device remains implanted.

Event description:
The device was explanted.